Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms and buttons were sticking as well as screen was frozen on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was working. Customer declines to troubleshooting for the frozen screen and the pump error alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm, frozen screen and audio or beep anomaly noted during testing. Device passed displacement test and self test. Device had displayable history crc check failed on startup error in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files.